Manufacturer narrative:
The investigation for the reported vascular damage has been completed. According to the clinical, before beginning impella rp support, the 0.027 guidewire was inserted straight into the pa without a curve and perforated the pa. The pump and purge cassette were returned, and no abnormalities were found. The guidewire was not returned for a visual inspection. Data log analysis was not applicable for this complaint. The most likely cause of the great vessel vascular damage was use related as the guidewire was inserted straight into the pa resulting in a perforation. Added- d9 device return date f6/f8 should have been left blank in the initial report. G1-corrected manufacturing site address, city, zip code.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states). Arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, cardiac or vascular injury (including ventricular perforation).

Event description:
The user facility reported a 70-year-old female patient in st elevated myocardial infarction was implanted with an impella rp device for mechanical circulatory support. It was reported there was a perforation noted with the guidewire. The 0.027" wire was inserted straight into the pulmonary artery without a curve and appeared to have potentially perforated the pulmonary artery after assessing the computed tomography angiography of the lungs. 70ml of bloody sputum was noted in the collection chamber. Protamine was given and bleed ceased after 10min. The patient remained off heparin due to bleeding. The patient was reported as stable.